Event description:
It was reported that the patient received inappropriate shocks, due to oversensing of noise. An apparent lead fracture was also reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. Other: it was reported that the patient received inappropriate shocks due to oversensing of noise. An apparent lead fracture was also reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event, interference, lead(s), fracture of, oversensing, shock, inappropriate.